Event description:
It was reported that during use in a meniscus repair, the suture of the fast-fix broke. A delay less or equal than 30 minutes was reported and the procedure was finished with a smith and nephew back up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: part of the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection found a partial component of the suture was returned, not including the portion the anchors connect. There were no anchors returned. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. An analysis of the enclosed image shows a fast fix device and a suture. There are no anchors visible. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the suture material documentation found that the storage specifications are documented and a material certificate is required with each lot. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the suture of the fast-fix broke. A delay less or equal than 30 minutes was reported and the procedure was finished with a smith and nephew back up device. No patient injury or other complications were reported.